Event description:
Customer reported receiving a minimum fill notification after accidentally filling the cartridge with air before refilling it with insulin. This resulted in the customer's blood glucose level rising to the 600s mg/dl. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Technical support informed the customer that the air in the cartridge might have caused issues with the fill tubing, and the customer was advised to call back for further assistance. There was no reported assistance from a third party.